Event description:
Additional information received reported perioperative antibiotics were administered. The date of onset/diagnosis of the infection was unknown to the health care provider (hcp) along with the date of the last refill. It was reported the patient had meningitis/meningeal signs/symptoms and swelling. The primary location of the infection was the catheter track and lumbar region. A culture was obtained of the cerebrospinal fluid however the type of organism cultured remained unknown. Other medications the patient was taking at the time of the event included oral baclofen. Treatments had included intravenous antibiotics and total device system explant. In terms of patient outcome, the infection had resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred, the organism was unknown. Symptoms included drainage/incisional wound opening and a fever. The location of the issue or symptom was the catheter track. Actions required as a result of the event included hospitalization and device system explant. The products were discarded by the customer and the device system was not replaced. Diagnostic testing or troubleshooting was not required and not performed. The device system was used to deliver baclofen. It was later reported that the patient¿s managing health care provider (hcp) had not yet seen the patient in follow up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).